Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed: color and resolution of the image are defective. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified, based on the results of the investigation, did not lead to the identification of the cause of the occurrence. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the procedure the subject device had dissatisfied with the image. It's identified during the electric cutting of prostate procedure is performed by the therapeutic type and it's completed by the same set of equipment. There was no report of patient harm.

Event description:
It was reported that during the procedure the subject device had dissatisfied with the image. It's identified during the electric cutting of prostate procedure is performed by the therapeutic type and it's completed by the same set of equipment. There was no report of patient harm.

Manufacturer narrative:
E1- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.